Manufacturer narrative:
Additional information was received on august 30, 2023. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female who underwent primary breast augmentation with 275cc mentor memorygel breast implants experienced left sided rupture, left sided baker grade IV capsular contracture, and suffered several unexplained systemic symptoms post procedure. The rupture was diagnosed through magnetic resonance imaging. Symptoms of generalized illness included joint pain, generalized body aches, and fluid formation on the left side. Malposition due to capsular contracture also occurred on the left side. As a result, bilateral mastopexies, left capsulectomy, and bilateral explant was performed on (B)(6) 2023. The left sided issues were reported initially under 1645337-2023-07250 on june 19, 2023. On june 8, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.